Manufacturer narrative:
Correction:g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was patient rep stated their controller battery was not holding a charge starting maybe in february. They had removed and re-inserted the battery several times, but the issue was not resolved. Agent had caller check controller port, pins, and battery contacts and reported no visible damage. Agent had caller remove battery pack and plug controller into ac power cord. Caller confirmed green light on ac power cord; however, controller screen was blank/unresponsive. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power cord. Caller mentioned previous unrelated controller issues in the past - see case history. Caller called back saying the controller still would not charge. Agent reviewed last call from this case and caller said they only got the controller, not the ac power supply. Caller confirmed via serial number they were using the replacement controller and controller still did not turn on when plugged into ac power without battery pack during the call. Agent sent another email to repair requesting the ac power supply replacement.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was patient rep stated their controller battery was not holding a charge starting maybe in february. They had removed and re-inserted the battery several times, but the issue was not resolved. Agent had caller check controller port, pins, and battery contacts and reported no visible damage. Agent had caller remove battery pack and plug controller into ac power cord. Caller confirmed green light on ac power cord; however, controller screen was blank/unresponsive. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power cord. Caller called back saying the controller still would not charge. Agent reviewed last call from this case and caller said they only got the controller, not the ac power supply. Caller confirmed via serial number they were using the replacement controller and controller still did not turn on when plugged into ac power without battery pack during the call. Agent sent another email to repair requesting the ac power supply replacement.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.